Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump, resolving the initial issue, but sought further assistance after the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.